Event description:
Approximately three hours into hemodialysis treatment a separation occurred at the bonded joint between the main venous tubing and the bottom port of the venous chamber. Blood volume in the venous line and dialyzer were discarded resulting in estimated blood loss of 100cc-125cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the incident.